Event description:
It was reported that an alert for charge time limit reached was observed. A manual capacitor maintenance was performed and normal limits were reported. The patients condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.